Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose was elevated (255mg/dl). After receiving the alarm and prior to contacting tandem technical support, the customer changed the infusion site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.